Event description:
The customer reported the system was not booting and the user was receiving error messages. No pt injury was reported. The no boot issue was reported on fse return visit in 2008. The original complaint was loss of video, and an investigation found this was caused by the system operator not protecting the system from fluids during the procedure.

Manufacturer narrative:
The svc rep found no image on the right monitor, swapped cabling and found problem in drive signal, resolved to power plug pulled on capture box which when plugged back in, resolbed issue. Tried fluoro and no error but no fluoro. Checked for video sync and found no camera sync. Reseated conn on camera head and sync pulse now at video switch bd. Operational checkout including fluoro functions, image handling, and mechanicals and controls working as intended. The actual original call was triggered by the customer failing to bag the unit, the unit becoming saturated with human waste materias, resulting in an error code. The issue of the "no boot" was reported on visit. They reported "no boot" was likely the result of the poor cable connection and most likely resulted from the initial service of the system. The original fse did not reassemble the system fully as he was waiting on parts to replace those damaged during the customer misuse. The reported "no boot" was in 2008. This complaint originally reported on approx two months earlier, was addressed by the ge svc rep on four days later, and when evaluated, was determined to be not reportable. The second complaint generated during a svc rep follow-up on may 1st found the system "no boot" issue and consequently generated the initial MDR that was erroneously reported with a knowledge date incorrectly noted as the same month, instead of the correct date of approx a month later. The MDR for the "no boot" issue was filed within the 30 day time line and should not be considered a late report as it would have appeared with this original MDR filing.